Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified proximal to mid left anterior descending artery (lad). The physician tried to predilate the lesion with a 2.5 mm non bsc device, but it was unable to cross the mid portion of the lesion. The lesion was then crossed and predilated with a 1.5 mm apex balloon along with another 2.5 mm non bsc device. The physician then attempted to implant the 2.50 x 16 mm taxus express2 drug eluting stent (des) in the mid lad but the device was unable to cross the lesion. The device was removed and it was noticed that the proximal edge of the stent was lifted up. The device was changed to a 2.50 x 8 mm taxus express2 des and the device was successfully implanted in the proximal lad and the procedure was completed. No pt complications were reported with the pt's current condition listed as "good".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the mfg documentation found no anomalies or deviations during the MFR of this batch. Based on this analysis, the most probable root cause can be attributed to operational context.